Event description:
It was reported that before use of the bd angiocath¿ IV catheter, that droplets were found on the surface of the cannula. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: fifty physical samples from lot number 7117503 were provided for evaluation by our quality engineer team. A device history record review did not reveal any quality issues during the production of lot number 7117503 that could have contributed to the observed/reported defect. Through visual inspection of the samples provided, foreign matter was observed on the catheters. The foreign matter was identified as silicone droplets. The silicone droplets occur when an excessive amount of silicone is dispensed during the catheter siliconization process. It should be noted that the silicone does not cause damage to the user and it is applied to aid the insertion of the catheter during venipuncture. A corrective action plan (CAPA 450094) has been initiated for further investigation of this issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ IV catheter, that droplets were found on the surface of the cannula. No serious injury or medical intervention reported.